Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that they did not know how the bad air/water supply occurred and they did not have any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known but the customer reports it was not used with the foreign material attached. Pre-cleaning information- there was no delay to the start of pre-cleaning which was done properly. It is unknown is water and air was supplied to the air/water nozzle. No further information regarding reprocessing methods was provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the connecting tube was wrinkled, dented, and scratched, the adhesive around the light guide and objective lenses was peeled, a flare occurred due to the peeling of the adhesive around the objective lens, the light guide bundle slipped down, the bending section cover adhesive was chipped, cracked and had a white clouded area, the bending section cover was scratched, the play of the up/down knob was out of standard value and the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the water removal ability did not meet standard value due to clogging of the nozzle, the dots were smudged and connected on the water detection sticker, the protector of the universal cord was scratched, and the distal end of the insertion section had third party repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had air/water supply issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. Due to the nozzle clogging, the air/water supply volume did not meet standard value. The report is being submitted due to the foreign material in the nozzle found during evaluation.